Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The reported event of no stimulation was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body where multiple internal wires were broken. The cause of the kink is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation after vomiting multiple times in (B)(6) 2020. As such, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead to address the issue.